Event description:
Patient reported that she underwent knee revision procedure (B)(6) 2011 where the bearing and locking bar components were removed and replaced. Subsequently, patient dislocated and was revised on (B)(6) 2011. Tibial bearing and locking bar were removed and replaced.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 4 of 4 mdrs filed for the same event (B)(4). The user facility was notified of the event on (B)(4) 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.